Event description:
It was reported that during cleaning and sterilization, the customer noted frayed wires at the tip of the mega suture cut needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a broken grip cable at the distal idlers. The cable segment sticks out at wrist, and the idler pulley was able to spin freely. The idler pulley face and the rim exhibited damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.